Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited non-sustained oversensing cause by both premature ventricular contraction and post-paced t-wave oversensing. Programming changes were made. The patient was stable and would continue to be followed.